Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor power on the compact air drive device was too low; and that the device was in "bad" condition. It was also observed that the reverse locking mechanism was jammed which damaged the upper trigger, the inner shaft was damaged, the push button was worn and the motor power was too low. The device failed the following pre-tests: general condition, attachment coupling with attachments, reverse locking mechanism, triggers for fwd / rev mode, excessive noise, the power with test bench: min. 110 to 160 w and starting behavior. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.